Event description:
In 2000 I got mentor spectrum adjustable implants; 5 years ago I started getting sick. I'm getting worse. I was healthy prior to 5 years ago, currently show auto immune symptoms with neg blood work. Hair falling out, weight gain, lymph nodes swollen, breast pain left side. Bruising on body, brain fog, joint muscle chronic pain, body swollen, use walker or cane. Headaches, fevers, fatigue, urinate on myself avg 5 times a day. Ibs, osteoporosis, told I have lupus and ra, but negative blood work. Low white blood count. Depression, asthma, hard time breathing at times. I want to get the implants taken out , but can't afford to do so.